Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.5 x 16mm stent delivery system (sds) was returned for analysis. The stent detached and separated from the sds. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the maximum crimped stent profile for the device meet the specifications. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. The balloon was left soaking at 37 degrees in waterbath. The balloon inflated (after soaking) to nominal pressure 11atm and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall and no evidence of necking at the proximal balloon bond location. A microscopic examination of the balloon identified no tears or holes in the balloon material. The balloon deflated with no issues. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer/inner and mid-shaft sections found no issue. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture and stent dislodgment occurred. During unpacking of a 3.50 x 16 synergy ii drug-eluting stent, it was noted that the balloon had already ruptured and there was no stent on the balloon. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture and stent dislodgment occurred. During unpacking of a 3.50 x 16 synergy ii drug-eluting stent, it was noted that the balloon had already ruptured and there was no stent on the balloon. The device never entered the patient's body. No patient complications were reported.